Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Access was obtained via a contralateral approach with a 6fr non-bsc sheath. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 035 non-bsc guide wire was advanced to the lesion. Predilation was performed using a non-bsc balloon catheter. A 6x80mm non-bsc stent was deployed. A 6.0 x 40, 135cm mustang¿ balloon catheter was selected and advanced to post dilate the lesion. When the physician attempted to dilate the edge of the stent, it was noted that the balloon ruptured at 20 atmospheres during the first inflation after being inflated for 10 seconds. The device was removed from the sheath and the procedure was completed with a 6-20/5.3/135 mustang balloon catheter. No patient complications were reported and the patient's status was good.